Event description:
Pt has received 3 omron nebulizer administration sets over the past 3 months. Each one has developed a crack at the "t" section of the nebulizer. No harmful events have resulted but pt is complaining of a consistent failure of this product approx. 2 weeks after use.